Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of the epg displaying an error code. Error 810 and 820 occurred multiple times. The main printed circuit board (pcb) was out of specification electrical. It was also noted that capacitor c277 was damaged on main pcb, the output connector assembly was broken, the hanger assembly was broken, the encoder assembly was contaminated, one knob was contaminated, the lower case was broken, one tube was missing and one tube sleeve was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. It was speculated that the error code may indicate a battery not connecting well therefore an attempt would be made to try a different battery brand. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.